Manufacturer narrative:
(B)(4). The insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, self test and displacement test or verify multiple pump alarms due to blank display. Insulin pump received with moisture damage motor, vibrator and battery tube assembly.

Event description:
Information received by medtronic indicated that the insulin pump had completely blank display. Customer was able to clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.